Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/25/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch pkh916 mfg date: 9/27/2019, exp date: 8/31/2024. Batch qgbdhu mfg date: 6/17/2020, exp date: 5/31/2025. Batch qjbbhk mfg date: 8/10/2020, exp date: 7/31/2025. Batch rebcmt mfg date: 5/14/2021, exp date: 4/30/2026. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional h6 component code: g07002 reported condition not confirmed additional h3 investigation summary: a sealed packet of product code meh8034jg was received for evaluation with the packaging closed, the unopened sample was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The product code is multistrand and each packet contains two strands double armed. The packet was opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on paper folder. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A sealed packet of product code meh8034jg was received for evaluation with the packaging closed, the unopened sample was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The product code is multistrand and each packet contains two strands double armed. The packet was opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on paper folder. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A sealed packet of product code meh8034jg was received for evaluation with the packaging closed, the unopened sample was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The product code is multistrand and each packet contains two strands double armed. The packet was opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on paper folder. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A sealed packet of product code meh8034jg was received for evaluation with the packaging closed, the unopened sample was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured) and none was observed. The product code is multistrand and each packet contains two strands double armed. The packet was opened, and the swage and attachment area were noted to be as expected. During the visual inspection the sutures were correctly placed on paper folder. Sutures were dispensed without problems and examined along of the strand and no defects, damaged on suture surface could be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional information was requested and the following was obtained: please describe any medical/surgical intervention required including results. After the wound was closed, a drop in blood pressure was observed on the bed in the operating room. Therefore, the chest was opened again, and bleeding was stopped by re-anastomosis. The patient is now recovering. What is the patient's current status? The patient is now recovering. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the volume of blood loss during the procedure? Was the blood loss during the procedure treated? If yes, how? After the drop in blood pressure during the procedure, did it stabilize once the bleeding was controlled? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and suture was used on the blood vessel. After closing the wound, the chest was reopened because the blood pressure had dropped. The coronary was bleeding, and it was responded. It is unknown whether the cause is the suture. The operation time was extended over 30 minutes. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the site of use is the aorta. After the wound was closed, a drop in blood pressure was observed on the bed in the operating room. Therefore, the chest was opened again, and bleeding was stopped by re-anastomosis. The patient is now recovering. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? No further information is available. Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. No further information is available. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Re-open operation and additional suturing were required. What is the patients current status? Patient is recovering. Lot number? Possible lot is qjbbhk. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided. Lot number: unknown pkh916, qgbdhu, qjbbhk, rebcmt. Is the lot number that was used on the patient unknown? Unknown. Were these 4 lot numbers used on the patient? These 4 lot numbers were from returned reference samples. They were not used on the patient. Could you please clarify if 4 sutures were used during this procedure? Qty of product involved is 1. Was there any deficiency in any of the sutures noted before use, during use, post-op? No further information is available. No further information will be provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What was the volume of blood loss during the procedure? Was the blood loss during the procedure treated? If yes, how? After the drop in blood pressure during the procedure, did it stabilize once the bleeding was controlled? Please describe any medical/surgical intervention required including results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.